Manufacturer narrative:
Batch review performed on 05 jan 2026. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2526596: 100 items manufactured and released on 05-nov-2025. Expiration date: 2030-oct-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.3648hct flat pe hc liner d 36/f (k103721) lot. 2514652: (B)(4) items manufactured and released on 29-jul-2025. Expiration date: 2030-jul-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The day after the primary hip surgery, the patient sustained a dislocation of the head from the liner and the cause is unknown. The surgeon revised head and liner. The surgery was completed successfully.